Manufacturer narrative:
Product event summary: the device was returned and analyzed. Hybrid analysis found the device battery to be severely depleted at less than 1 volt. However, the device was fully functional with nominal system current drain throughout the analysis when powered by an external supply. There was no evidence of a high current drain condition. No hybrid anomalies were observed. The battery impedance measured high at 80 ohms. However, the battery was damaged during removal necessitating proper disposal the returned device had incomplete analysis because the device was damaged during the analysis process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room in complete heart block with symptoms of near syncope. The device had no output and was not able to be interrogated. The patient was noted to have had a device check performed a little more than a month earlier with normal function observed. The device was suspected to have premature battery depletion. A temporary pacer was implanted until the device was explanted and replaced. No further patient complications have been reported as a result of this event.